Manufacturer narrative:
A5: ethnicity: not provided for animal use a6: race: not provided for animal use. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received an FDA medwatch report # (B)(4). The event description states that the tip of the involved guide wire (that comes with the introducer) embedded/retained in the patient and the end was stretched out. This was discovered when the wire was removed. The tip was confirmed by fluoroscopy to be retained in the patient. No blood loss was reported. The reported event did result in patient injury and/or medical or surgical intervention. There was a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention.

Event description:
Additional information was received on 19 aug 2024: the wire was not removed, and a wire fragment remains. According to the surgeon, "the risk of removing this piece of wire was greater than any benefit he would gain from the potential wire removal surgery." Imaging confirmed that the wire was extravascular. The procedure was completed successfully with an estimated blood loss of less than 5ml. The patient is stable, and there was no harm to the patient. No concomitant devices were used with the wire. Additional information was received on 27 aug 2024: the sample was related to the biopsy. Unfortunately, they were unable to retrieve the specimen from the tubing, resulting in no sample available for evaluation.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide additional information to section b5 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for guidewire separation because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The likely root cause is the guidewire encountered resistance from spasm or tortuosity that led to the separation. It is also possible the guidewire was attempted to be withdrawn through the access needle, separating the guidewire from the tip. The pinnacle instructions for use (IFU) was reviewed, and it states: "precautions: when using metal needle cannula, do not withdraw the guidewire back into the cannula, as shearing of the guidewire may result. Caution: advance the mini guidewire slowly. If resistance is met, do not advance or withdraw the mini guidewire until the cause of resistance is determined." Review of device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).